Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist stated that the patient presented with crowded and chipped teeth. A clinical assessment was conducted and based on the findings, veneers were recommended for six anterior teeth in both the upper and lower arches. The veneers were placed to protect the teeth from further damage. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.